Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were noted. Lead was explanted and replaced. Patient condition after the event was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut in two segments. Externalized conductors due to internal insulation abrasion were found at 16-19; 5cm from the lead tip. The silicone insulation was abraded and the rv conductor was visible. Other internal insulation abrasions were found at 33.5-34cm and at 34.5 - 35.5cm from the lead tip. External insulation abrasion was found at 51.0cm from the lea ad tip, consistent with lead friction to the ICD can. The etfe coating was intact at all locations.